Event description:
Patient reported left side capsular contracture baker grade iii, "pain in the breast," and "this information is also making me feel mentally uneasy". Healthcare professional later reported left double capsule, rupture, and gel bleed found during explant surgery. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported capsular contracture, baker grade iii, diagnosed by ultrasound and palpation, "pain in the breast," and "this information is also making me feel mentally uneasy". Subsequently, gel bleed and device rupture were identified. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Reason for reoperation: rupture, "gel bleed".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade iii, "pain in the breast," and "this information is also making me feel mentally uneasy". The device remains implanted. This record represents the left side.